Event description:
Report rec'd of an under-delivery of hydration fluids. It was reported that the pt was ordered to receive normal saline 1000ml over one hour in order to reduce the pt's temperature. The pump was reported to be programmed to deliver 999ml/hr. It was reported that at the end of the hour, the pump alarmed for vtbi complete. The display indicated that 1000ml was delivered, but there was approximately 850ml remaining in the bag. It was reported that the pump had alarmed during the hour with air-in-line and occlusion alarms. It was not known what was done to resolved these alarms. There was no reported adverse event with the pt. The pump was removed from service and replaced with another pump. Therapy was continued without further incident reported. Though requested, there was no further info available.